Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01654. It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was positioned and then a 21mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed and released successfully. Approximately six hours post procedure, the patient had symptoms of pericardial effusion. They transferred the patient from recovery back to the catheterization lab. Pericardiocentesis was performed and 150ml of fluid was drained. No further patient complications were reported. The patient was doing well and discharged home.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported there were no procedural issues. There was no evidence of pericardial effusion prior to, during or post implant. The patient was discharged the day after the procedure.